Event description:
Infiltration reported: according to the customer contact, the nurse reported observing an infiltration on pediatric pt as it occurred. Nurse immediately stopped the (unspecified) infusion, removed the peripheral catheter, and applied a warm compress to the affected arm. The customer contact did not have any specific infusion related details. The customer contact states, "the nurse was right there when the infiltration occurred and immediately stopped the infusion. Since there was no pt harm, reporter has no other info." Though requested, there was no add'l info available.